Event description:
Potential problem identified w/pump tubing, possibly due to packaging process which damaged disc. Concern relates to problem when using damaged sets which require clamping & removing pump set in order to remedy the alarm - constant alarms "disc alarm". Potential to any peds pt on vasoactive medications. Could receive bolus. Some pts cannot tolerate stopping of infusion which results in hypotension. Per MFR the check disc alarms were caused by warped sensor discs in the IV set. The warping is isolated to specific product lots that were exposed to excessive temp. The problem was identified by co's quality engineering staff.